Event description:
Three pt samples generating low sodium results that were higher when repeated on a different analyzer. Pt 1: initial result gave 128 mmol/l; repeat gave 139 mmol/l. Pt 2: initial result gave 126 mmol/l; repeat gave 138 mmol/l. Pt 3: initial result gave 127 mmol/l; repeat gave 139 mmol/l. Erroneous results not reported. The field service rep determined the cause to be a problem with the is reagent. Customer replaced is bottle and ran performance tests which were within specification.